Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported to fresenius medical care canada (fmcc) that an internal dialyzer blood leak occurred five minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 5008s machine, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were also in use. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient chose not to continue treatment after the incident. No issues were reported as a result. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 110°, with the ports at 0°, on the non-cavity ID end. Under magnification of 20x, the fiber fragment measured approximately 1.81mm in length. An opposing end was not identified. There were no other damage or irregularities noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and one non-conformance (nc) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s registered nurse (rn) reported to fresenius medical care canada (fmcc) that an internal dialyzer blood leak occurred five minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 5008s machine, alarmed appropriately with a blood leak alarm. Fresenius bloodlines were also in use. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient chose not to continue treatment after the incident. No issues were reported as a result. The complaint device was reported to be available to be returned to the manufacturer for evaluation.